Event description:
The registered nurse (rn) mentioned to the global technical service representative (tsr) that the home patient (hp) was connected to an extension line that was left from previous therapy. This was mentioned while the rn was reporting a check your position alarm to the tsr. The tsr explained to the rn that the extension lines should be new at the start of each therapy and need to be connected when bags are connected. The rn then stated they did not know if it was an extension line but the hp did have another line connected to patient line. The tsr advised the rn that the hp would need to start over with new supplies. The tsr assisted the rn with ending the therapy. There was patient involvement but no injury or medical intervention was reported. Product surveillance contacted the primary nurse regarding the reuse of supplies and the air in the patient line. The primary nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available. Per baxter labeling, users are instructed that disposable products are intended for single use only when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. A 510(k) number will not be provided in the emdr because the product is unknown at this time.